Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue. Block h11: block b5 has been updated based on additional information received august 22, 2023. Block h10 investigation results: one captivator snare was received for analysis. Visual and electrical analysis of the returned device found no device problems. No other problems were noted. The reported event of "device failure to deliver energy" could not be confirmed since no issues were noted with the electrical device testing during continuity test upon return. The reported event of "loop failure to cut " could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. Device analysis found no issues with the device during visual and continuity test . Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a polypectomy procedure performed on (B)(6), 2023. During the procedure, there was a twist in the working length while cutting the polyp in the ascending colon. The procedure was completed with a similar 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event. According to additional information received on august 22, 2023, while removing the polyp, the working length became twisted, which posed as a difficulty.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, there was a twist in the working length while cutting the polyp in the ascending colon. The procedure was completed with a similar 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event. According to additional information received on august 22, 2023, while removing the polyp, the working length became twisted, which posed as a difficulty.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue. Block h11: block b5 has been updated based on additional information received august 22, 2023.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, there was a twist in the working length while cutting the polyp in the ascending colon. The procedure was completed with a similar 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue.